Manufacturer narrative:
The cause was determined to be a faulty keypad.

Event description:
It was reported to physio-control that " monitor stuck in startup mode." In this state the device may not be able to provide defibrillation therapy if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the device and did not verify the report of device not booting up. However, it was determined that the buttons on the main keypad assembly were not all responsive. After replacing the keypad, the device passed functional and performance testing and was returned to the customer.

Event description:
It was reported to physio-control that " monitor stuck in startup mode." In this state the device may not be able to provide defibrillation therapy if needed. There was no report of patient involvement associated to this event.